Manufacturer narrative:
No conclusion code available. The device was interrogated and the device image and programmer printouts were obtained. An alert for a charge timeout was observed and the patient notifier was triggered due to charge time limit. Further analysis of the high voltages (hv) capacitors indicated an internal hv capacitor anomaly was the cause of the extended charge time.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, after an alert was triggered, manual capacitor maintenance was performed and the charge time limit was reached. Technical support recommended reducing the capacitor maintenance interval and monitoring the patient. Three months later, the patient received inadequate therapy due to increased charge time. The device was explanted and replaced. The patient is stable.